Event description:
It was reported that the patient underwent a sling procedure on (B)(6) 2004. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent mesh implantation on (B)(6) 2004 in order to treat enterocele and stress urinary incontinence. No additional information provided at this time.

Manufacturer narrative:
The patient underwent mesh removal surgeries on (B)(6) 2011 2011 due to recurrent urinary tract infections, erosion and stress urinary incontinence. (B)(4).